Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak noted during peritoneal dialysis therapy on the homechoice device. The care giver (cg) realized that there was solution leaking under the machine. The cg could not determine the location or the cause of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: classification changed from kdj - set, administration, for peritoneal dialysis, disposable to fkx - system, peritoneal, automatic delivery. Should additional relevant information become available, a supplemental report will be submitted.